Event description:
The customer reported that there was a loss of audio. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was no audio on the new pcs that they installed. No patient harm was reported. The limited available information does not support that this is a philips device or software problem. It appears to relate to user configuration. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.